Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician was pre-dilatating a femoral sfa stenosis with the evercross 200mm balloon and the balloon burst radially at 12atm. All of the balloon was recovered. The physician used another balloon to complete the job, no injury to the patient reported.